Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, exhibited high thresholds, no capture and was suspected to have perf orated the myocardium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, exhibited high thresholds, no capture and was suspected to have perf orated the myocardium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.